Manufacturer narrative:
D4. Catalog and serial corrected. H6. Medical device problem code a01 patient device interaction problem added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the patient-device interaction/major bleed could not be determined as limited clinical details were provided, specifically, what the patient's act's were at time of bleeding and if reducing anticoagulation resolved the issue, and peel away introducer not being properly removed. The cause of the temporary pump stop could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 80-year-old male patient with a past medical history of diabetes and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was bleeding at the access site. Manual pressure was applied. It was noted that the activated clotting time (act) was high and the patient was on anticoagulants. One unit of packed red blood cells (prbcs) and 2 units of platelets were given. In addition, there was an impella stopped alarm. The device resumed at the previous p-level without issues. After 7 days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.1l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.